Event description:
It was reported that the shipping box was cut all the way around and inside the box the shipping tube was also cut all the way through, catheter as exposed. Customer is going to send the shipping box back with the catheter.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The tri-angular outer brown box was found to be crushed in the central area. The catheter body received bent at the same location as the damaged shipping tube. The catheter was received in a broken shipping tube. The gray tube was broken 55cm distal of the clear adaptor. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the tri-angular outer box, it was found that when the catheter tube was placed to one end of the outer box the break area lined-up with the damage on the outer box. The catheter was found to be bent at the same location as the broken outer tube. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. A review of the manufacturing records indicated that the product met specifications upon release.